Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states, "during attempted lab draw through port and removing tubing from the patient line, end of the tubing broke. External portion that covers the access point broke off and the center portion that fit down into the patient line cap broke off into the cap. Sterile cap change had to be performed and labs then drawn. Risk of contamination and infection in an immuno-compromised patient. No excess pressure put on the tubing or access point during removal of tubing from the patient line." The description appears to indicate breakage of the spin collar and the male luer tip.

Manufacturer narrative:
The customer¿s report of broken spin collar was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.